Event description:
Physician reported a right implant rupture. Device has been explanted and replaced.

Manufacturer narrative:
Continued zip code: (B)(6). Continued phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested and is in the process of translation. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a right implant rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as unidentified (tear) opening and missing side assessed as inconclusive . (Shell thickness was within specification). Additional observations: crease fold observed on the device. No further actions are required as the device was implanted.